Event description:
Hospital's cardio-pulmonary representative went to administer a philips v60 pressure support device. When the device was plugged into the oxygen supply line, it gave a low oxygen supply alarm. The v60 was taken to biomedical engineering where the alarm was unable to be duplicated.======================manufacturer response for ventilator, v60 (per site reporter)======================after troubleshooting with technical support, it was recommended to replace the da printed circuit board. The manufacturer did not require the board to be returned. The board was disposed shortly after the call was completed.